Event description:
It was reported that the remote home monitor issued an alert for a code that indicated this subcutaneous implantable cardioverter defibrillator (s-ICD) battery was depleting. Device data was sent to technical services (ts) for review as premature battery depletion was suspected. Upon review of the stored information, ts confirmed that the s-ICD was experiencing premature battery depletion and suggested the device be explanted. Ts stated therapy remains unaffected at this time and discussed appropriate approximate change out time frame to ensure that therapy would remain available. At this time the s-ICD remains in service and no adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.